Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established is the reported risk/harm listed in the IFU? We confirmed that the event is detectable/preventable by handling the product in accordance with the following IFU. Gif-xp290n IFU operation manual ¿chapter 3 preparation and inspection _3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in the nozzle. There was no patient involvement.